Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-14689. It was reported the patient had the drg system explanted due to lead fracture. Reportedly, the was no longer having pain in the area the drg system was implanted for.